Event description:
Customer mentions 50 point increase in blood glucose readings when she compares her ibgstar meter results with the freestyle light. The meter has been measuring consistently higher for a few weeks and the caller has given herself insulin to compensate for the high blood sugars. As a result the caller has suffered from insulin reactions. The caller believed a viral infection was the root cause of her inconsistent blood glucose readings, but currently suspects that it was her meter that was producing the high results.

Manufacturer narrative:
Meter was not returned for evaluation.